Event description:
It was reported that the patient was experiencing weakness. It was found that the right atrial (ra) lead impedance rose to become high. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.